Manufacturer narrative:
No patient information provided. No implant date provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿heartmate 3 surgical implant technique and outcomes in the (B)(6) trial¿ identifying heartmate 3 may be related to stroke and hemocompatibility related adverse events (hrae). A total of 189 patients were included and 2 years follow up was completed to compare two groups based on the technique used to attach apical cuff at implant, cut then sew and sew then cut. The method cut then sew exhibited a higher risk of stroke and hrae compared to sew then cut technique. Date of event is approximate. The data were collected for 2 years (approximately jan2017 to jan2019).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported stroke events and hemocompatibility related adverse events could not be determined through this evaluation. The research abstract titled ¿heartmate 3 surgical implant technique and outcomes in the momentum 3 trial¿ concluded that the cut then sew method for affixing the apical cuff to the left ventricle used additional bypass time and may confer a higher stroke risk and hemocompatibility related adverse event (hrae) net burden compared to the sew then cut method. The study referenced in the research abstract consisted of 189 patients implanted at 52 centers. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document provides information regarding the initiation and weaning of cardiopulmonary bypass during the implant procedure and also provides instructions on both the sew then cut and cut then sew methods for affixing the apical cuff to the left ventricle. Of note, the heartmate 3 mini apical cuff kit IFU cautions the user that the mini apical cuff must be affixed to the left ventricle only by the sew then cut method.